Event description:
It was reported that pump time was incorrect due to regional time change. The customer updated the pump settings to resolve the issue. Customer¿s blood glucose was 50mg/dl and was treated by consuming carbohydrates.

Manufacturer narrative:
Use error. Per the user guide: always make sure that the correct time and date are set on your system. Not having the correct time and date setting may affect safe insulin delivery. When editing time, always check that the am/pm setting is accurate. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.